Manufacturer narrative:
Investigation included review of user report, device use history, and troubleshooting guidance provided to the user. Investigation of this case revealed a stalled motor during insulin delivery consistent with a device component malfunction of the pump motor. It was concluded that the event was due to a device malfunction resulting in stalled insulin delivery, and a replacement device was provided.

Event description:
It was reported that an ilet user experienced repeated ¿unable to proceed¿ alerts associated with consecutive motor stalls, which did not resolve after priming and rewinding, leading to device replacement; no hospitalization or medical intervention was required. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of insulin delivery and replacement of the device.